Event description:
Pt treated with a plate and screw construct for a wrist fracture on (B)(6) 2011. The plate broke postoperatively and hardware was removed on (B)(6) 2012. The fracture was noted as healed.

Manufacturer narrative:
Device was not returned. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition.